Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and the charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a high voltage error an shut off. The field engineer noted there was a precharge voltage error. This error will likely prevent the system from booting. There was no pt injury or death reported.